Manufacturer narrative:
Maquet cardiopulmonary could not performed a technical investigation on the product since it was destroyed by customer and cannot be returned. The oxygenator is part vkmo 11000 set. Through sap system, possible batches of vkmo 11000 were found and device history records of these batches were reviewed. No deviation was found during the manufacturing and final release of this product. However, no serial number on the oxygenator was provided which is essential for device history record review of oxygenator. Due to this, no meaningful device history record review could be performed. Trend search was performed and no systemic issue could be found. The reported failure was identified as part of the current risk management file (dms#1448129 v20). Mitigations for this specific failure are in place as per design specifications and in instruction for use. In order to investigate the issue and identify any product problem, relevant questions were asked. And below informations were received: "the color of arterial blood darkened, without intermittent interruption or decrease. Oxygen concentration is 100%, increase gas flow, oxygenation can not be improved, arterial oxygen partial pressure is 40mmhg. No increase in pressure was found in the line. It's just the decrease of oxygenation performance, no change of pressure. Heparin was used for anticoagulant . Routine anticoagulation management was performed. When the oxygenator was replaced, there was no systematic cooling of the patient. The patient's temperature was maintained at the normal operating temperature. The oxygenator positioned as described in the instruction for use." However according to received informations that there is no detailed information about the patient weight & size or previous illnesses or reason for this operation. There is no detailed information about intubation. There is no detailed information about adding blood components and clotting drugs. The usage information of ultrafiltration is unknown. The use of narcotic drugs is unknown. There is no other monitoring data available. At this time no sufficient informations could be received and no similar complaint investigated was found which could led to the confirmation of the failure and / or a product related malfunction. Based on this failure could not be confirmed. The reported failure did not contribute to death or serious injury. At this time it cannot be concluded that this is a systemic error. Thus, no remedial action is required. No corrective action is needed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Destroyed by customer.

Event description:
"The oxygenation decreased during operation. When the oxygen concentration increased to 100%, the partial pressure of oxygen was still only 40 mmhg." Complaint: #(B)(4).